Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description for more information regarding the specific circumstances of this event. Please note: this supplemental report is being issued to update/correct the serial number of the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock on the day of implantation. Troubleshooting was done. Secondary vector showed baseline shift and artifacts. An x-ray was also obtained. Primary vector did not show any issues, so this vector was programmed. Besides the inappropriate shock the patient received, no other adverse patient effects were reported. This device remains in service. Additional information: this report is being submitted to update/correct the serial number of the s-ICD.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock on the day of implantation. Troubleshooting was done. Secondary vector showed baseline shift and artifacts. An x-ray was also obtained. Primary vector did not show any issues, so this vector was programmed. Besides the inappropriate shock the patient received, no other adverse patient effects were reported. This device remains in service.